Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. The ptfe lining within the collar lifted away from the wall of the collar. At 22cm from the collar, the shaft was kinked. At 1cm from the tip of the device, the shaft, markerband and tip were flattened. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. All damages found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on 24feb2022. It was reported that the guidezilla did not pass through due to severe calcified lesions and severe curvature. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device did not pass through due to severe calcified lesions and severe curvature. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there was partial collar and shaft detachment.